Event description:
As reported on (B)(6) 2023 during a ventral hernia repair, the patient was implanted with a ventralex st mesh. Gut sutures were used to fixate the mesh. Post implant the patient presented to the hospital emergency room with some irritation noted at the incision suture line. The patient has a known allergy to animal components and the ER doctor determined the patient appeared to be having a reaction to the suture material used during implant. The patient was treated with a topical steroid cream, discharged home, and advised to follow up with pcp or surgeon if needed.

Manufacturer narrative:
As reported, post implant of the ventralex st mesh fixated with gut sutures the patient experienced irritation at the incision suture line. After examination, the ER doctor determined the postoperative irritation experienced by the patient appears to be related to the use of gut sutures during implant as the patient has a known allergy to animal components and not caused by the ventralex st mesh used to treat the patient. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.